Manufacturer narrative:
(B)(4).

Event description:
The patient reported shocking. It also was not helping the symptoms as it used to. She was going more than usual. When she would start to urinate, she would have an uncomfortable feeling like a little shock wave. She had a little electrical shock wave near her rectum and it kind of scared her. The patient programmer (pp) was used and verified that stimulation was on. The settings were the same and everything seemed to be working fine. She intended to follow-up with a healthcare provider (hcp) but she did not have a current hcp. This was stated to have been sudden. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event, if a cause had been determined, and if the issue was resolved.